Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the error. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. The autopulse functioned as intended by triggering (ua) 45 when the driveshaft is not at the "home" position. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection of the returned platform, a cracked top cover and front enclosure were observed, unrelated to the reported complaint. This physical damage was likely due to mishandling, such as a drop. The top cover and front enclosure were replaced to address the physical damage. In addition, unrelated to the reported complaint, the UDI label was observed to be worn out. The observed issue was likely attributed to user mishandling or wear and tear. The archive data review showed a user advisory (ua) 45 error message around the reported complaint date, thus confirming the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Furthermore, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries, by initiating take-up, simulating end take-up by pressing the load plate, pulling the lifeband up completely, and powering the platform on and off 10 times without any issues. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).